Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was examined on-site by the distributor. As part of the investigation, the pc boards were cleaned, and the expiratory cassette was replaced. Following these actions, the ventilator underwent and successfully passed all functional and safety tests, confirming it was suitable for clinical use. A review of the provided ventilator logs was performed. On january 12, 2025, which is believed to be the event date, the event log recorded alarms for high peep, as well as high airway pressure and high continuous pressure. This confirms the reported event. According to the test log, a successful pre-use check was performed before the event, indicating that the ventilator met operational requirements at the time of setup. Additionally, the technical log did not record any technical error codes that would suggest a ventilator malfunction during the event. The expiratory cassette is responsible for measuring the expiratory flow, calculating exhaled tidal volumes, and monitoring resistance in the breathing circuit. An obstruction or increased resistance in the cassette or associated components can impact expiratory flow, potentially leading to high-pressure conditions in the breathing system. The event log shows that ventilation was ongoing but with higher airway pressure than intended. The alarms triggered suggest increased expiratory resistance within the patient¿s breathing system. Possible causes include contamination or moisture accumulation within the patient circuit and/or the bacterial filter on the expiratory inlet. However, specific details regarding the type of patient circuit or bacterial filter used, as well as whether they were checked, were not provided. In conclusion, there is no evidence of a ventilator malfunction during the ventilation period. The recorded event indicates a high-pressure scenario, which the ventilator correctly detected and alarmed for according to its specifications.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: 1210506.